Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
(B)(4). Inquired what led up to the complaint. Customer response: customer has a question about pump caller sts that the issue they are having is that the battery is draining very fast caller sts they get about 10-15 days out of a battery caller is using an ultra duracell battery caller sts that when they replace the battery, the copper plate is loose caller sts that daughter is asleep with pump low battery t/s per (B)(4). Last battery change was 5/5/2018. Type of battery in use: duracell battery . Checked alarm hx for power error detected. Found: no power error alerts. Battery lasted more than 1 week. Adv pump requires one new aa (1.5v) battery and for best results to use a new aa lithium. Instructed customer to wait for insert battery alarm before inserting new battery that is not expired and was not stored in cold environment. Adv to monitor the pump. Customer's outcome pertaining to the complaint: advised caller to monitor additional notes: since battery cap is damaged advised caller we will ship replacement ship: battery cap / return: nothing. (B)(4).